Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Litigation has been received for the right hip (B)(4) and allege high metal ion levels. Lab levels confirm elevated metal ion levels. The left hip also has metal implants present that cannot be excluded as the cause of the elevated metal ion levels.

Manufacturer narrative:
Usage of device. Pfs and medical records received. Litigation has been received for the right hip (com (B)(4)) and allege high metal ion levels. Lab levels confirm elevated metal ion levels. The left hip also has metal implants present that cannot be excluded as the cause of the elevated metal ion levels. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 02/20/17 & 02/21/17 pfs and medical records received. After review of the medical records for MDR reportability, it is determined that there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/14/2017.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update:03/15/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, expirations dates for the components were provided. There was no new information provided that would affect the existing MDR investigation.the complaint was updated on: 03/16/2017.